Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening curved on the posterior, an observed void greater-than 1-mm in the non-textured, valve-to shell-bond area, and missing shell. A leak test and microscopic analysis was performed which identified: one opening striated on the posterior. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is one striated opening assessed as surgical damage consist in the use of some surgical tool, and a missing shell due to inconclusive.

Event description:
Healthcare professional additionally reported "creases." Device has been explanted.